Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 526 mg/dl due to infusion connection detachment and positive results in ketones test as well as nausea. Customer reports there was stress or pull on the tubing. Customer reports the insulin pump was not dropped with the set connected to their body. The insulin pump will not be returned for analysis.